Manufacturer narrative:
8/7/1998- supplemental report #1 sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.

Event description:
The disposable loading unit was used with a disposable instrument during a coelio anextomy procedure. The staple line was incomplete. The surgeon used another instrument to complete the procedure. No tp injury was reported.